Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
The insulin pump passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump passed the dat test at 0.08740 inches. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a low blood glucose and the insulin pump had an under delivering. Customer¿s low blood glucose value was 30 mg/dl. Customer¿s blood glucose value was 320 mg/dl at the time of incident. Customer¿s current blood glucose was 228 mg/dl. Customer treated with insulin pump for high blood glucose. Customer specified other relevant blood glucose value was 310 mg/dl, 320 mg/dl and 135 mg/dl. Customer was alleging the insulin pump because the blood glucose was not coming down. The product will return for the analysis.